Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged crack on the pump and low battery on pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and indicated that short battery life or a low battery alarm within 1 week. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the sleep current measurement test, self test and active current measurement test. All currents within spec range. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and motor noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case cracked keypad overlay and corroded battery tube. Battery cycle 3.0 received the low battery alert (104) on (B)(6) 2025 07:36:00 after more than 7 days at 18.93 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 07:47:00 after more than 7 days at 20.93 days. In summary, customer alleged charge battery lasts less than expected not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.